Manufacturer narrative:
(B)(4). The device has not been returned for evaluation. We are follow-up with the customer for the return of the device. When the device is returned, a supplemental will forwarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro a wire separated from the jaw after completing the left side of the vein. When starting the right side too much smoke was being produced so visibility was extremely poor. A replacement device was used to complete the procedure and this is when the broken wire was noticed. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25116107, 25116277 and 25116300 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro a wire separated from the jaw after completing the left side of the vein. When starting the right side too much smoke was being produced so visibility was extremely poor. A replacement device was used to complete the procedure and this is when the broken wire was noticed. The hospital did not report any patient effects.